Event description:
It was reported that one month prior to the date of this report they had determined that one of her leads had migrated and she was going to have surgery (B)(6) 2015 to have it revised. No outcome was provided. Further follow-up is being conducted to obtain this information. If additional information is received a supplemental report will be submitted.

Event description:
Follow up information received reported that the patient had no concerns with their device therapy. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 37754, serial # (B)(4), product type recharger; product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2007, product type lead; product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2007, product type lead; product ID 37744, serial # (B)(4), product type programmer, patient. (B)(4).